Event description:
It was reported that on an unknown date, there was an educational presentation created by a surgeon for an upcoming course for the sales team. The images showed a misplaced unknown screw. The surgeon who created the presentation confirmed that the images were taken from the internet. It is unknown if there was a patient involvement. This report is for one (1) unknown screw. Concomitant device reported: unknown screws (part# /lot# /quantity: unknown). This is report 1 for 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The implant was not returned and instead the investigation will be done based on the supplied image from the attachments (2 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The images were reviewed, and the misplacement of a screw is confirmed. From the image it appears as though there was some use error in placement of the screw which resulted in an adverse event. As the implant was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: spine / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Occupation: synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screws are misplaced from an educational presentation created by a surgeon for an upcoming course for the sales team. There is no patient involved. This is report 1 for 1 (B)(4).